Event description:
It was reported that the 9800 system remote user interface joystick would not work during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The lemo connector was repaired during the service call. The system was tested and found to be working as intended, and put back into service.